Event description:
Rn states "went to administer the vaccine and as the needle came in contact with the patient, the needle bent without injecting and scratched the patient with approximately an 3/4" to inch scratch. It appears needle was defective at the base."